Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient says "also for no reason my stimulation will turn off, it started happening several months ago" and confirmed it was november or december. The patient says "I just dealt with it, and when the stimulation goes off I have to go into each of my 4 settings and manually turn each one on". Patient services (ps) reviewed they can just press button at top of controller to turn all stimulation back on. Pss asked about falls/emi and patient said no falls but has had "a couple of mris but I made sure it's turned off". Pss reviewed they should utilize MRI mode rather than just turning stimulation off in the future. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.